Manufacturer narrative:
Findings: compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self-test, and unexpected restart error test. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, and cracked end cap noted.

Event description:
The customer reported via phone call indicating that the insulin pump had history anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the bolus history was not record due to compromised force sensor alarm during prime sequence. Customer was unable to clear the alarm. The customer was advised that the pump will need to be replaced due to compromised force sensor alarm.